Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/24/2020. D4: batch # t5dj62. Investigation summary the analysis found that one psee45a device was returned with no apparent damage and with one gst45w cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an appendectomy procedure, the stapler would not open after it was fired. It was not on tissue when it was fired and the reverse button would not reverse the blade to home position to open the jaws. It is unknown how the procedure was completed and there were no patient consequences reported. No additional information is available at this time.